Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, right, asr hip resurfacing system, reason(s) for revision: unknown. Bi-lateral patient. For left side (B)(4). Update - transferred info over from (B)(4). (B)(4) is a duplicate com of this com and will be voided. Added clinical number, attachments from (B)(4), additional reasons for revision, expiry dates and patient details. Taken from spreadsheet dated 11th september 2014. Reason(s) for revision: bony tissue necrosis, osteolysis, pain, soft tissue changes, component loosening - cup.

Event description:
Asr revision; right; asr hip resurfacing system. Reason(s) for revision: unknown.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision right asr hip resurfacing system reason(s) for revision: unknown bi-lateral patient. For left side see com 054213 update - transferred info over from com-058329. Com-058329. Is a duplicate com of this com and will be voided. Added clinical number, attachments from com-058329, additional reasons for revision, expiry dates and patient details. Taken from spreadsheet dated (B)(6) 2014 reason(s) for revision: bony tissue necrosis, osteolysis, pain, soft tissue changes, component loosening - cup the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.